Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: tip separation. Time of device issue: during the procedure. Adverse event: intervention to remove guide wire tip. It was reported that during an interventional procedure in the heavily calcified right coronary artery, using a kissing technique, without pre-dilating two bmw universal ii guide wires were placed and two unspecified stents were implanted. As the guide wires were retracted, the tip of one guide wire separated and remained in the anatomy. The separated tip was removed with the help of a guiding catheter. There was no adverse patient sequela reported. No additional information was provided.